Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2010. (B)(4). Evaluation summary: the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, the inner insulation of the lead was observed to have blood ingression, and the outer insulation of the lead was observed to have blood ingression; distal segment returned and analyzed.

Event description:
It was reported that there was intermittent noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.